Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for "the screen sometimes does not display", since the malfunction was not reproduced, the definitive root cause of the reported issue could not be determined. The newly identified malfunction of electrical contact corrosion has a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred at the middle of an unspecified therapeutic procedure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that sometimes the image did not show up on the subject device. There were no reports of patient harm